Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customer reported also being sick and customer's blood glucose (bg) read ¿high¿ on the pump. Customer¿s elevated bg level was treated with a manual insulin injection. Customer went to emergency room on (B)(6) 2021 with pump reading ¿high¿ and a bg of 554. Customer was treated with intravenous saline and insulin via the pump. Customer was released 5 hours later with the issue resolved and no permanent damage.